Event description:
It was reported that as doctor was putting in the screw the surgeon noticed that the ring lock backed out. Therefore, the surgeon replaced the screw with another screw, no adverse consequences were reported.

Manufacturer narrative:
Method: risk assessment. Results: the customer reported event of anchor c diam.3.5mm self drilling 12mm locking ring disengagement was confirmed via sales rep report. A CAPA has been open to address the issue of anchor c locking ring detachment. Possible causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserter not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. Conclusion: because the device has not been returned the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that as doctor was putting in the screw the surgeon noticed that the ring lock backed out. Therefore the surgeon replaced the screw with another screw, no adverse consequences were reported.